Event description:
It was reported that the pump battery was depleting quickly resulting in the pump shutting off. There was no adverse impact on the customer's blood glucose level. No additional information was provided.

Manufacturer narrative:
Updated b5, added MDR codes: a141204, a070504. Remove: a090805.

Event description:
It was reported that the pump battery was depleting quickly resulting in the pump shutting off. There was no adverse impact on the customer's blood glucose level. No additional information was provided.